Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed fluid invasion in the electrical connector and corrosion on the electrical connector pins which caused the image phenomenon the user experienced. In additional there was severe expansion on the light guide tube which was found dented and buckled and the insertion tube was found buckled and discolored which olympus attributed to physical and chemical damage. The endoscope passed the leak test, therefore, the fluid invasion was due to user handling or a damaged water resistant cap.

Event description:
The hospital reported they experienced a total loss of image during a procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.